Event description:
Voluntary submission of report for pt who passed away while on treatment on institutional trial of whole brain radiation for treatment of multiple metastases. Pt with nsclc metastatic to brain on institutional protocol for wbrt using imrt to spare the hippocampus. Per pt's wife, pt fell asleep in his chair and passed away in his sleep. Coroner of (B)(6) indicated to treating radiation oncologist, dr (B)(6), no foul play or trauma involved. Per dr (B)(6), death was presumed to be progressive disease and advanced age. Pt died in his home, no hospitalization or tests performed. Was taken to medical investigator. Coroner report is pending. Per study protocol, wbrt using imrt to spare hippocampus. Received 7 fractions wbrt and 4 fractions palliative rt to hip at time of death. Received 400 cgy to brain daily. Cumulative dose 2800 cgy at time of death. Received 400 cgy daily to hip beginning (B)(6) 2017. Received 4 fractions. Cumulative dose 1600 cgy at time of death.